Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she was having an issue with a quickset and the infusion set is stuck. The customer stated that the infusion set is being pulled off when removing the quickserter. The customer stated that the tape is sticking to the side of the serter. The customer was advised to the proper method to clean the serter. The customer will be sent a replacement infusion set.